Event description:
Customer reported the battery was inoperable. Device was not being used on pt when event occurred. Customer support engineer (cse) verified malfunction. Cse inspected device and replaced the battery. Device pass est.

Manufacturer narrative:
Covidien reference # (B)(4).